Event description:
Plaintiff was employed as a medical assistant and surgical technician/ob technician who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges to now have a severe latex allergy.